Event description:
An open surgery on the thoracic and lumbar spine for a fusion of vertebrae t3 to l4, for scoliosis with originally intended placement of 28 pedicle screws bilateral for fixation, was performed with the aid of the display by the brainlab navigation software spine&trauma 3d 1.5. During the procedure the surgeons: with the patient in prone position, attached the navigation reference array on the spinous process of l4. Acquired an intra-operative CT scan with automatic image registration of the current patient anatomy to the navigation. Verified the registration, hereby detected the navigated pointer location was not accurately displayed by the navigation, the tip was considered to be displayed too deep, deviating by up to ca. 4mm at t12. Increased the skin incision, to swap out the pointer and reference array, and to replace the array at l4 ensuring there was no skin contact. Performed a second intra-operative CT scan with automatic image registration, but upon registration accuracy verification, observed the same navigation display deviation again. Decided to continue the surgery with the current navigation registration, since the only noticed deviation was in the depth of the vertebrae. Prepared the pedicles (pilot holes) t11-l4 bilateral with a non-brainlab probe calibrated to navigation for instrument position display, as well as with the navigated drill guide. Threaded the pilot holes using a non-brainlab tap, and placed the t11-l4 screws bilateral using a non-brainlab screwdriver following the pilot holes, both instruments also a calibrated to navigation. For the remaining placements t3-t10, repositioned the reference array on a left side rod at around t11/t12, and acquired another intra-operative CT scan with automatic image registration. Were satisfied with the placements done so far from the scan, and despite observing the same navigation deviation again also with the new scan, accepted the registration to continue the surgery with navigation. Placed the remaining screws bilateral t3-t10 with the same navigated method as before. Performed a final verification intra-operative CT scan, and determined that the left t8 and right t3 screw placements were ca. 3mm more medial than planned. Decided to remove the left t8 screw after neuromonitoring tests, without replacing it. Completed the surgery successfully as intended, and closed the patient. According to the surgeons: the deviation of 2 of the pedicle screws placed with the aid of navigation was detected by the surgeons before finalizing the surgery, and one screw was removed. The final outcome of this surgery was successful as intended, with the placements correct/acceptable at the end of the surgery. There was no direct (or increased) risk to harm a critical structure due to the deviating placements. There was no harm nor negative effect to the patient due to the placements, also not due to surgery/anesthesia prolong of ca. 15min. There were further no remedial actions for the patient done, necessary or planned. Hospitalization was not prolonged either.

Manufacturer narrative:
A risk to the patient's health could not be excluded for these specific circumstances, since pilot holes and pedicle screws were placed in the patient's spine in a different position than desired with navigation involved, although according to the surgeons: the final outcome of this surgery was successful as intended, with the placements correct/acceptable at the end of the surgery. There was no direct (or increased) risk to harm a critical structure due to the deviating placements. There was no harm nor negative effect to the patient due to the placements, also not due to surgery/anesthesia prolong of ca. 15min. There were further no remedial actions for the patient done, necessary or planned. Hospitalization was not prolonged either. According to the results of the brainlab investigation and the information provided by the hospital, it can be concluded that the main root cause of the inaccurate screw placements at left t8 and right t3 performed with the aid of navigation, deviating ca. 3mm too medial than intended, was a no longer accurate calibration of the navigation for the used intra-operative CT scanner with automatic image registration to navigation, in combination with the user attempting to manually compensate for the already at the image registration detected inaccuracy. The non-brainlab scanner's physical properties can change over time (such as marker positions on scanner housing if e.g. Housing was once opened), which requires regular maintenance checks for use with navigation (automatic image registration), and if applicable, a new calibration for the scanner in the brainlab navigation. Apparently, the resulting deviation between the in navigation registered patient scans and the actual patient anatomy was recognized by the user with the appropriate and necessary accuracy verification during the verification step prior to accepting the registration, however, the user decided to accept the inaccurate registration to continue using (inaccurate) navigation to plan and to perform invasive surgical actions and placements. Since the navigation displays instrument positions 3-dimensionally to the patient scan imported, manual human compensation for a deviation detected is unreliable and cannot be considered adequate. A further contributing factor is a possible relative movement of the patient anatomy (vertebrae t3 and t8) in relation to the navigation reference array fixation point (attached at t11/t12) due to a non-rigid connection, e.g. Stability further reduced by the beforehand performed mobilization/decompression of the spine, and/or due to the surgical forces applied to the anatomy during the operation. Anatomical movements relative to the navigation array cannot be recognized nor compensated by the navigation software and will result in navigation inaccuracies. This potential additional deviation if occurred was apparently not detected with the necessary accuracy verification during the bone preparations and before the screw placements. There is no indication of a systematic error or malfunction of the brainlab device (navigation). Corresponding brainlab measures to minimize this anticipated risk as low as reasonably practicable are already in place. Brainlab intends to re-iterate the relevant topics regarding the use of the device to this customer. The brainlab navigation calibration to this user facility's CT scanner has been successfully renewed and the accuracy was successfully verified.